Event description:
It was reported that there are multiple broken syringes. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the two returned syringe/cannula kits show that various tips and adapters have actually broken off. Unfortunately we are unable to determine the exact cause of this damage in retrospect. As we have not received one complaint of this kind (for both kits) from the market, we presume that this must be an isolated incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The initial MDR, MFR# 2520274-2013-03628, was filed incorrectly as a 5-day report. The initial MDR, MFR# 2520274-2013-03628, is a 30-day reportable event. Placeholder.